Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the device was returned to (B)(6) for service and evaluation. Upon complaint review it was determined that the service and evaluation was reported from (B)(6). Please note that the reporter information has been updated of this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the motor device were damaged. It was noted that the machine had no power. It was further determined that the device failed pretest for rotational speed. It was noted in the service order that during pre-surgery testing it was observed that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.